Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: value analysis coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information: shortly after placing the band, the staff noticed bleeding and found the band had no air. They gained manual hemostasis while placing a new band. The patient was okay and the blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue.